Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that during an initial total hip arthroplasty, the patient suffered a lateral femur fracture during insertion of the stem. Three super cables were placed after extension of the incision. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to confirmed by review of operative notes. Review of operative notes confirm that patient underwent r tha. Several attempts to fit the femoral component and finally achieved it. Upon placement of stem, a lateral femur fracture was noted "from insertion of the stem" fracture was reduced and cables were in appropriate position. A definitive root cause cannot be determined with the information provided. Contributing factors to the fracture could be the several attempts of broaching/reaming to fit the femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.